Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: ¿ red encapsulation observed on the device. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side "formation of a palpable nodule and the axillary capsule. The implant was removed to exclude alcl". The device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported right side "formation of a palpable nodule and the axillary capsule. The implant was removed to exclude alcl". The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of swollen lymph node/gland is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: ¿formation of a palpable nodule in the axillary capsule¿ and patient concern with the product. Continued e1 phone number: (B)(6) and fax: (B)(6).